Event description:
It was reported that some of the alarms are not going off for a patient. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer reached out to the customer to provide remote service or offer to dispatch a field service engineer (fse) on site. The customer responded that the issue had been resolved and did not provide any additional information.